Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient was admitted to the hospital on (B)(6) 2012 for diabetic ketoacidosis (dka) and that the pump was not delivering properly. The reporter could not recall details of the incident and was unsure of what the patient's blood glucose (bg) was at the time of admission to the hospital. The patient was reportedly placed on an insulin drip and was discharged on insulin injections on (B)(6) 2012. The patient's doctor reportedly wants the pump replaced. The pump was not available at the time of contact for review. Customer support has attempted to follow up with the reporter and complete troubleshooting, without success. This complaint is being reported due to the allegation that the pump was not delivering and because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.